Manufacturer narrative:
(B) (4) - burn(s) 1st degree. The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
Received an e-mail from reporter stating, "(B) (6) is wanting to speak with tech support regarding what the voltage should be for the hemopro tissue welder power supply. He stated it was being used today in a case and a pt was burned. He did not know any additional details." After follow up, reporter stated that as the physician assistant (pa) was harvesting, the hemopro tissue welder malfunctioned causing the pa to burn the pt on the right calf. It was a first degree burn (approx 1x3cm). A replacement unit was used to complete the procedure. The product was retained by risk management at the hospital.